Event description:
It was reported that the ventilator received burn damage at the flow sensor and towards the expiratory valve. No patient or user injury was reported. According to the customer they use 80 procent alcohol to sterilize flow sensors and usual practice is to let it dry from half a day after taking it out of alcohol.

Manufacturer narrative:
The investigation was based on the reported information and provided photos. A log file of the device was not provided, and further additional information were not made available. Based on the photos it can be confirmed that the device was damaged by a thermal event in the area of the expiratory flow sensor and expiration valve. The user¿s description of event reports the usage of alcohol and a following drying phase. The flow sensor housing is made of flame-retardant material. A thermal event in a flow sensor requires all elements of the ignition triangle: ignition source, oxygen and fuel. Oxygen is available during most ventilation applications. The flow sensor itself could only be the ignition source in case of manual cleaning/hot calibration as those application operate at a higher temperature. Fuel is not present in the flow sensor if the device is used and disinfected according to the instructions for use. As no further information was provided, a detailed analysis was not possible, and it must be assumed that the instructions for use were not properly followed. Based on the available information there is no indication that the event was caused by a device malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. Improper disinfection of the flow sensor can cause alcohol residues on the flow sensor wire or nebulization of ignitable drugs cannot be excluded in this case. The instructions for use contain the following warning: ¿warning risk of fire". The flow sensor can ignite medications or other substances based on highly flammable substances. ¿ do not nebulize medications or other substances that are easily flammable or spray them into the device. ¿ do not use substances containing alcohol. ¿ do not allow flammable or explosive substances to enter the breathing system or the breathing circuit. ¿ do not use cyclopropane or ether.¿

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator received burn damage at the flow sensor and towards the expiratory valve. No patient or user injury was reported. According to the customer they use 80 procent alcohol to sterilize flow sensors and usual practice is to let it dry from half a day after taking it out of alcohol.